Event description:
Caller reported a pixel issue on the pump display, which affected the ability to interact with the device and read the screen. There was no adverse impact to the customer's blood glucose level. Customer used a backup insulin pump to ensure continued insulin delivery while awaiting replacement.